Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Based on available information, a cause for the unspecified tissue injury (no treatment) could not be determined. Furthermore, unspecified tissue injury is listed in the mitraclip system gen 4 instructions for use (IFU), as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the leaflet damage. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted without issue. A second clip delivery system (cds) was advanced and placed on the valve. During deployment, a small perforation was noted in the posterior leaflet. The clip was opened and repositioned medial to the leaflet damage and the clip deployed, reducing mr to 3. There was no clinically significant delay in the procedure. No additional information was provided.